Event description:
Edwards received information that this 27mm device was explanted after an implant duration of ten (10) years due to stenosis and over-sizing. This was replaced with a 25mm pericardial bioprosthesis. The patient was reported as doing "fine" post-operatively.

Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, calcification was confirmed via x-ray. Moderate to heavy calcification was observed in the cusp areas of all three (3) leaflets. All three (3) free margins of the leaflets exhibited moderate to heavy calcification. Minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect, at the outflow aspect, into the orifice, and at the stent inflow and outflow. Hematoma was observed on all three (3) leaflets on the outflow and inflow aspects. The x-ray demonstrated distortion of the wireform of the commissure; these damages are likely due to explant or implant. (B)(4). Additional manufacturer narrative customer report of stenosis could be confirmed as calcification restricted mobility in the leaflets and led to stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.